Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2020. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. The following information has been requested and received. Was the integrity of the device compromised? --no. H3 evaluation: as per evaluation results, it was observed that the returned packaging device was received unopened. The blister was reviewed and was observed evidence that the seal mark of the tyvek and blister was performed properly. Therefore the condition was not confirmed. No conclusion could be reached as to what may have caused the reported incident. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch photos were also received for analysis. Upon visual inspection of the picture, a device unit appears to be with the original packaging unopened. However, no conclusion could be reached as the device was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information has been requested however not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Was the integrity of the device compromised? Device return status. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast surgery on (B)(6) 2020 of topical skin adhesive was used. Prior to use, the primary package of the newly dispensed product was found unsealed. Changed another one to complete the surgery. There is no reported patient consequences.